Event description:
Allegedly the screw broke while inserting into the plate. A portion of the screw remains in the bone; however, the screw head was retrieved.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. There was no reported delay in surgery and no known impact to the patient. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. The product was not returned.